Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's wife reported via phone call that they experienced high blood glucose level of 500 mg/dl. The customer treated with syringe. The customer reported that her husband went to bed last night with blood glucose of 215 mg/dl and woke up with blood glucose at 400 mg/dl. Troubleshooting was performed. The drive support cap appeared normal. The customer mentioned air bubbles anomaly in the reservoir. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.